Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of "does not recognize a closed door" in the form of a door not fully latched alarm eval fount the cause to be a failed upper link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no pt injury.